Manufacturer narrative:
Investigation results: visual inspection observed that the cold jaw coating was cracked and damaged on the curved metal jaw. The reported complaint that device was damaged out of box is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B) (4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, while unpacking before the pt came in operating room staff noticed that the jaws appeared crushed, mangled, and shredded as if they were chewed on. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.